Event description:
It was reported that during a merlin.net transmission noise was noted on the right vertricular lead. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.